Event description:
It was reported that during thrombectomy for cardio embolic of left internal carotid artery(ica), terminus bifurcation was done with the subject retriever and aspiration catheter and successful recanalization was confirmed during the procedure. A few days later, symptomatic intracranial hemorrhage was confirmed in the patient and later the patient passed away. In the physician's opinion, subject retriever performed as intended during the procedure, the cause for the intracranial hemorrhage was bleeding due to the opening of the infarcted area, and the cause of the patient death was worsening of primary disease. No further information is available.

Manufacturer narrative:
D4 expiration date - added h3 device evaluated by mfg - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and function analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that the reported event occurred due to worsening of the primary disease. Based on available information, the reported "patient intracranial hemorrhage" and "patient death" are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to the reported issue.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during thrombectomy for cardio embolic of left internal carotid artery(ica), terminus bifurcation was done with the subject retriever and aspiration catheter and successful recanalization was confirmed during the procedure. A few days later, symptomatic intracranial hemorrhage was confirmed in the patient and later the patient passed away. In the physician's opinion, subject retriever performed as intended during the procedure, the cause for the intracranial hemorrhage was bleeding due to the opening of the infarcted area, and the cause of the patient death was worsening of primary disease. No further information is available.